Event description:
It was reported to philips that the customer reports that the error message: "ECG malfunction" appears on the device. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.